Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1; -10.0/3.5/094 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2022. The patient experienced lens rotation not associated with low vaulting. On (B)(6)2022 the lens was repositioned and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).